Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g2, g3, g6, h2, h4, h6, and h10. Information on concomitant devices used in this event is not available. Assumption was that the device was in working condition from previous use, until the issue found in preparation for next use. It is not known if the device dropped or came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was on (B)(6) 2017, (B)(6) 2018, (B)(6) 2019, and (B)(6) 2020. The image was not displayed because video communication could not be transmitted to the processor due to the malfunction of the charge couple device (ccd) unit or damage in the cable. There was no issue with the device at the time of shipping. The malfunction of the ccd unit may have been caused by material degradation, which was due to ultraviolet rays, of the ccd sensor. The damage in the cable is likely to be caused by user operation. The instructions for use includes the following statements that may prevent cable damage: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Event description:
As reported for this event by the customer, during preparation for use for an unknown procedure, the device yielded no image, though the button was working. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, no image was observed for the device. This is attributed to the faulty charge couple device unit. In addition, kinks and shortage was found in the cable. This caused intermittent horizontal lines on screen. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.